Event description:
It was reported that during service and repair pre-testing, it was discovered that the maintenance station did not function displayed an error light emitting diode (led) and had a crack in the clear cover. The event was not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not function and displayed the error light. Therefore, the reported condition was confirmed. It was observed that there was a crack in the cover. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.